Event description:
According to the reporter, during a lobectomy procedure, the surgeon clamped the tissue and pushed the green button and tried to squeeze the handle, however could not squeeze and could not fire the device. Replaced by a new cartridge, the firing was completed with no problem. The handle was discarded by the customer at the hospital. The status of the patient is no problem.